Manufacturer narrative:
Unit received a33 alarm during testing. Unable to perform self-test and displacement test or verify device test failed due to a33 alarm. Pump history download using thds was successful. However, there is no data available on event date, unable to perform data analysis for device test failed complaint. Unit was cut and open found moisture damage on the electronics, motor, battery tube and vibrator assembly noted. The test p-cap/reservoir does lock into place. The following were noted during visual inspection: scratched case, stained address/serial number label, stained end cap sticker, stained keypad overlay. Unable verify device test failed due to a33 alarm. Unit received a33 alarm during testing due to moisture damage on the electronics confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the insulin pump was exposed to moisture. The customer reported no adverse event. The event involved product mmt-712ews. Troubleshooting was not performed but found the insulin pump did not pass the self test. No harm requiring medical intervention was reported. The product mmt-712ews will be returned for analysis.